Event description:
It was reported that during a da vinci myomectomy surgical procedure, it was noted that a broken wire was observed on the permanent cautery spatula instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the the instruments pitch cables were broken. The pitch cable was broken at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported broken pitch cables if to recur could cause or contribute to an adverse event.